Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: can you please provide further details on the patient outcome? Stable and left from hospital it was reported there was bleeding. How was the bleeding controlled? Cut the bleeding tissue, did 2nd anastomosis. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Extended 2 days for hospital stay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can further information be provided on the purse string technique used? Can you please describe the shape and anatomical location of the malformed staples? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to fire? What is the current status of the patient?

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a33g. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further details on the patient outcome? It was reported there was bleeding. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported: malformed staples and bleeding. During the radical resection of low rectal cancer in a low anterior resection procedure, after squeezed down the firing trigger without audible feedback, noted some staples malformed and bleeding. The washer was cut off, while one of the tissue donuts is not complete. Another device was used to complete the surgery. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: can further information be provided on the purse string technique used? Unk. Can you please describe the shape and anatomical location of the malformed staples? Irregular shape. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to fire? No. What is the current status of the patient? The patient¿s length of hospital stay is extended 2 days, and now stable and has left from hospital .